Event description:
Report received from (B)(6), stating that the device required service because it does not function. It is unknown if the event did occur during surgery. It is unknown if there was patient or user injury or medical intervention reported related to this occurrence. No additional information available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).